Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that an implant procedure, the physician had difficulty in landing in t6 and due to multiple attempts, the spinal cord stimulation (scs) lead became damaged. It was noted that patient had another implant hardware from former scoliosis procedure. The physician got a dual puncture when entering the l5 or s1 space and decided to proceed with a blood patch. Then physician placed a retrograde lead instead by entering at t1 or 2 and a new lead was used. No further information could be obtained.